Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient arrived for a clinic visit and when he was connected to the power module, his pump alarmed and stopped. On batteries and a non-grounded cable, his pump operated fine. There was a noticeable kink in his driveline approximately 4 inches from the end and pump stop alarms in the history. X-rays showed a kink in the driveline approximately 4 inches from the distal end of the percutaneous lead. A percutaneous lead repair was performed on (B)(6) 2014 and the repair was successful. The patient was reportedly symptomatic; however, no details were provided.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.